Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the display was found to be dim and discolored. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the display was found to be dim and discolored. Unrelated to the event the pump time and date reset upon removal of the battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The alleged malfunction is not likely to cause an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.